Event description:
Per the audiologist, the patient stopped responding to sound with the cochlear implant system. There had been no reported trauma to the implant site prior to this issue. Results of an integrity test done in 2008, showed the device was not working. An x-ray had been requested but results were not reported. Explantation/reimplantation had been recommended but no date had been reported at the time of this report, july 31, 2008.